Manufacturer narrative:
(B)(6).

Event description:
The customer tested his blood glucose using his 2 contour meters and received a reading of "hi" from one meter and "lo" from the other. The difference between the readings falls in the "e" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The test strips are to be returned for evaluation.